Event description:
Customer reports obtaining a result of 605 mg/dl on the advantage meter. No action was reportedly taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. No information reported to indicate where result obtained. Device numeric reading range is 10 mg/dl to 600 mg/dl.